Event description:
Procedure type: lap colon. According to the rptr; part of blue seal fell off into cavity during surgery. The surgeon was able to retrieve it without pt injury. A new instrument was used to complete the procedure. No pt injury was reported.